Event description:
Procedure type: lap gastric bypass. According to the reporter: the jaws were sticking and the needle bent and disengaged as it was being passed through tissue. The needle was retrieved and there was no delay in the operation.

Manufacturer narrative:
Initial report sent: 4/22/08. It was found, during the eval of the product, that the jaws were slightly misaligned, which contributed to the reported condition.